Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific value was not known, and "was found unresponsive" by spouse. Cause was not known. Reportedly, spouse administered glucagon and customer was admitted to the hospital. Customer was treated with intravenous fluids; nature of fluids was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.